Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion. No interventions were performed. There were no patient consequences.

Event description:
Additional information received noted that the pacemaker was explanted and replaced on (B)(6) was in stable condition.